Event description:
It was reported that the right atrium (ra) lead would not stay in the patient's ra and soon after the patient was removed from the implant table the ra lead dislodged again in the post op holding area. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled and the inner tubing was kinked/buckled. The outer insulation had a cosmetic cut and was breached cut. There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted that the lead was damaged at implant. The lead had been stretched causing the inner insulation tubing to buckle which prevents the helix from functioning properly. The helix tests could not be performed at this time.